Event description:
A customer in (B)(6) reported to biomérieux a false susceptible vancomycin result for enterococci in association with the vitek® 2 ast-p586 card. The ast-p586 test was performed with an anal culture from vre screening agar and cos media. In both cases, there was a false susceptible for vancomycin. The customer tested the isolate with pcr which gave a resistant result (vanb, vre). The customer reported a 24 hour delay for results as the culture had to be retested by pcr. The discrepant result was not reported to the physician and had no impact to the patient and treatment. The customer submitted the isolates and raw data to biomérieux for evaluation. An internal biomérieux investigation has been initiated.

Manufacturer narrative:
A biomérieux investigation was conducted with the customer strains for a false susceptible vancomycin result for enterococcus faecium on the vitek® 2 ast-p586 card. A broth micro dilution (bmd) was performed to determine the intended result (method used for the development of vancomycin on vitek® 2). The results were: s1: va mic = 32 mg/l r. S2 : va mic = 16 mg/l r. The ast-p586 card was tested with the parameters: eucast +phenotypic. Va breakpoints : s<=4 ; r>=8 (eucast 2010 same as eucast 2017). The false susceptible vancomycin result (mic <=0.5 s) was reproduced on the customer lot (3660060403) and the random lot (3660046103) for s1 and s2. The characteristic growth (violet colonies) was confirmed on chromid® vre (vancomycin-resistant enterococci). The investigation duplicated the customer results and concluded the submitted strain had an atypical biochemical profile.